Event description:
The device initially prompted connect electrodes and an analysis of pt rhythm could not be performed as a result. The operator applied a fresh set of electrodes and proper operation was then observed. The pt was not resuscitated, but the reporter expressed the opinion that pt outcome was not affected by the use. The basis for this opinion was not reported.